Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 300 mg/dl and an insulin injection was used to address the bg level. The customer changed the supplies on the pump and declined tandem customer technical support's (cts) offer to troubleshoot to determine a possible cause of the occlusions. The customer indicated that due to having a vision impairment, the customer would shake and hit the cartridge on the table to ensure there was no air in the pump or cartridge during a cartridge change. Cts advised the customer that shaking/hitting the cartridge was not a proper method when changing the cartridge.